Event description:
Patient reported that one of their front teeth is longer than the others. They also reported that there is still a little crookedness in their bottom 2 middle teeth and their top front teeth. Requested photos for evaluation for intrusion of #8. Photos received and asked patient to back track on the upper arch. Recommended back track to upper aligner 14 from 17 for 14 days and for them to remain in their lower aligner 12.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.